Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause. -mlc-20- user's test strip had poor storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated he left the strips out in the weather one night and also stated he does not shut the vial every time. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is about 10 days. Customer's strips are not part of recall. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer's expected blood glucose test result range was undisclosed. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated he left the strips out in the weather one night and also stated he does not shut the vial every time. The test strip lot manufacturer's expiration date is 02/16/2019 and open vial date at time of call is about 10 days. Customer's strips are not part of recall. The meter memory was not reviewed for previous test result history.